Event description:
It has been reported to philips that the system did not boot up. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and confirmed that system did not boot up. Upon troubleshooting fse found that the host pc was not booting properly. To resolve the problem fse replaced the host pc, hard disk drive, and dvi converters and returned it to philips for further analysis but no failure found from part analysis. After repairs completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.